Event description:
It was reported that the pt usually felt the stimulation in the waist, on the right side, and down the legs. The pt, then, felt the stimulation in the wrong location - the rib cage area. It was not known what caused the change in stimulation. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).